Event description:
Related manufacturer reference number:2017865-2022-22771. It was reported that the atrial lead exhibited noise and the right ventricle lead exhibited high capture thresholds and low pacing impedance. Both the atrial and right ventricle lead were capped and replaced on (B)(6) 2022. Patient was stable.